Event description:
It was reported that during a routine testing, the cardiosave intra-aortic balloon pump (iabp) unit had a test error alert. There was no patient involved.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (clinical and impact code) updated data: b4, e1 (initial reporter and email), e2, e3, g3, g6, h2, h10, h11.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a test error alert. There was no patient harm reported.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) cardiosave test error alert. Getinge field service engineer (fse) we are waiting for the customer to approve the quote to go onsite. Once the quote is approved and the fse goes onsite, more information can be requested by the relevant fse. Visited the site. Tested the device and cannot replicate the reported fault. Device is working within specifications. Performed the electrical safety testing as per as3551 standard. Returned to customer and cleared for clinical use. No patient involved.

Event description:
N/a